Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction of ultrasonic connector is confirmed. Therefore, malfunction of the ultrasound connector prevented the video function from working properly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to misalignment of image guide-mount, the image was out of focus, acoustic lens damaged, due to damage on ultrasonic connector, the ultrasound image disappears when operating the angle, and universal cord deformed. The faulty parts were replaced, and the device was returned to the user facility.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis eus ultrasound bronchofibervideoscope exhibited double ultrasound image due to the ultrasound probe wires wrongly connected during repair. The event occurred during an endobronchial ultrasound (ebus) procedure. It was reported that the issue first occurred on (B)(6) 2023 and on (B)(6) 2023 the customer noticed the same issue during the procedure and the procedure was successfully completed using another scope. There was no report of patient harm or user injury associated with this event. This complaint is related to patient identifier (B)(6) ((B)(6) 2023, event).